Manufacturer narrative:
The graft was removed and forwarded to the pathological lab in the hospital, so it was not returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a vascular access graft in a loop configuration in the femoral region. The physician reported to the distributor that the graft was removed from the pt after the occurrence of a false aneurysm at the slightly kinked section near the top of the graft loop. The graft had been implanted for an estimated period of 8 months.